Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. Green status indicator but no voice is audible.

Event description:
There was no patient involved. Green status indicator but no voice is audible.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2012. The device was returned for the reported fault of ¿green status indicator but no voice is audible¿. On receipt, the device was failing to give audio prompts. This would confirm the reported fault. The measurements taken during the investigation would indicate a failure of speech chip u21. The reported failure could not be replicated when the speech chip was replaced. As the language and prompts are checked during testing at heartsine as per (B)(4), the investigation concludes this issue had occurred after shipping from heartsine. Information from the technical log shows that the device was connected to a pc and the software was changed on the (B)(6) 2014. No audio prompts were recorded within the technical log during the subsequent power cycle. This may suggest that a fault had developed while the device was connected to the pc and possibly during an attempted language change, however, this could not be verified by other means. Following replacement of the digital speech chip, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. No fault was observed. This is equivalent to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.